Event description:
Patient reported unknown side "breast lymphoma", which was determined to be not related to the device. Patient later reported unknown side "capsular contracture, baker grade unknown." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma and capsular contracture, baker grade unknown.